Event description:
Pt reports that drug was leaking from pump. Pt could not tell from where the drug was leaking from on the pump or if cartridge was not connected from tubing correctly. Pump did not alarm. Pt did experience changes in breathing. Pt switched to back up pump. Breathing returned to normal. New pump is being shipped to patient with return box for pump in question. Pt does not know the serial number of the pump in question. Dose or amount: na. Frequency: na. Route: sc. Dates of use: (B)(6) 2018 to (B)(6) 2018. Diagnosis or reason for use: pah.